Manufacturer narrative:
Report date: 01jul2021. There was no patient involvement.

Event description:
The customer reported that the unit has a check vent led failure. The customer reported that the unit was not in use on patient at the time of event. The issue was discovered when device was turned on. No delay in therapy and no medical intervention reported. The customer contacted product support and reported that customer has a v60 with error code 1105. Verified code in the history. The product support recommended replacement of overlay power switch. The biomedical engineer replaced the power switch overlay to address the reported issue. No further issue reported.